Event description:
Initially, it was reported that the patient has been hoarse since vns surgery. It was reported that the patient had moved to a different state since implant and didn't have a physician to check the vns system. The patient was seen by a new physician at which time it was reported that the patient's voice was "horrid" and that she does not speak at a regular tone of voice. The new physician increased the patient's output current from 0.5ma to 0.75ma. It was later reported on (B)(6) 2013 that the patient recently underwent surgery with an ent for vocal cord issues. It was reported that the vocal cord issues were not related to vns, but that the surgery resolved the issues.